Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (customer's daughter-in-law) reported the customer was unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Caller further reported that on (B)(6) 2014 at approximately 10:00 p.m., the customer was "throwing up and cannot move" and suffered a loss of consciousness. Caller perceived the customer was in a diabetic coma. Paramedics were called and customer was transported to a local hospital where she was diagnosed with diabetic ketoacidosis (dka) and administered insulin and intravenous fluids. Customer was additionally given amoxicillin, an antibiotic to prevent infection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported 1468804 were tested with control solution instead. All results were within the range soecification and no errors were observed. The complaint is not confirmed.